Event description:
It was reported that the inflatable penile prosthesis (ipp) had excessive tubing present that prevented the patient from using the device. The old ipp pump was removed and replaced with a new one, and the tubing was trimmed to appropriate length. Patient discharged with functioning ipp system. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.